Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the device did not alarm for air in line although air bubbles were seen in the line. Infusing was 50ml of ceftriazone programmed to infuse at 100ml/hr for 30 minutes. There was no harm.

Event description:
The customer reported that the device did not alarm for air in line although air bubbles were seen in the line. Infusing was 50ml of ceftriazone programmed to infuse at 100ml/hr for 30 minutes. There was no harm.

Manufacturer narrative:
Continued from concomitant medical products: 1000ml b braun bag ref e8000 ndc 0264-7800-09 lot j8l811 exp 03/21 0.9% sodium chloride injection; 1000ml baxter bag ndc 0338-0675-04 lot c993402 exp apr17 40meq potassium chloride the customer¿s report that the pump module not alarming for air in line was not confirmed. The pcu was not returned for the investigation therefore the event and error logs could not be reviewed. Physical inspection noted the device to be in good condition. Review of the pump module showed the pump was configured for an air bolus limit set to 250l with accumulated air enabled. There were no errors or malfunctions recorded in the error log during the event. The pump module then alarmed for ail three times between 8:37 am and 9:09 am, after each alarm the device was restarted shortly afterwards. Then finally channeled off at 10:40am with no further alarms. Functional testing performed on the device observed no irregularities. There were no anomalies observed with the administration set. The root cause of the customer¿s report was not identified.